Event description:
Difficulty in removal of the device. Mosquite forceps were used to assist the removal by gripping the dome, then the dome detached from the catheter. It is unknown if forceps actually damaged the device. Indwelling period is 155 days. The detached portion was removed endoscopically. No magnesia was used to the patient.